Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required revision due to edema. The doctor initially thought that the reservoir has slipped out of place. It was found during the revision procedure that the reservoir was in the right spot and the patient had edema in the spot just bellow the reservoir. An assembly kit was used because the doctor wanted to add some saline into the reservoir and needed new connectors.